Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient had 3 vf (ventricular fibrillation) episodes, but only one "was actually transmitted to the (B)(4) website." The patient was found dead 2 days later in his bed. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up later revealed the patient was found wearing a mask for sleep apnea. The patient had not been pacemaker dependent and was last seen at the cardiology clinic on (B)(6) 2010.